Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip (41017r1088) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. During preparation of an xtw clip (41014r1093), it was noted that the arm positioner and actuator knob were loose and moving freely without moving the clip arms. Therefore, the clip was not used and replaced. Two clips were then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unstable arm positioner and unstable release crimper were confirmed. Additionally, the collet was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The broken collet was submitted to the materials characterization lab for failure analysis. Based on available information, the unstable arm positioner and unstable release crimper are cascading events of the broken collet. The observed broken collet was determined to be a potential product quality issue. Therefore, exception (issue) 134885 has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.